Event description:
Reporter alleged obtaining discrepant blood glucose results of 73 mg/dl on her compact plus system compared to a lab measurement of 40 mg/dl when tests were performed within 3 minutes. Reporter stated she was experiencing hypoglycemic symptoms during the time of testing and had gone to the doctor to have glucose tolerance tests performed. Reporter indicated she was given a "sugary drink" as a result of the comparative tests. No other actions were reportedly taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.